Manufacturer narrative:
The reported condition is currently being investigated.

Event description:
Customer sated "gun is not properly working - handle is freezing and burning hand". Repair tech sated "cannot verify complaint - loose hardware on switches". (B)(4). Wa4000 20 n20 conn 900509-4 e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-inspect returned samples analysis and findings complaint (B)(4). Was the complaint confirmed? Yes. Distribution history: this complaint unit was manufactured at csi in 2004. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was leaking from 2 areas. One, at the on/off valve and two, at the valve body o-rings. Root cause: given the age of the device and no history of a return for servicing the root cause is being attributed to wear and tear. Correction and/or corrective action the connection to the on/off valve was tightened and the valve body and o-rings were replaced. The unit tested to specifications free of failures and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer sated "gun is not properly working - handle is freezing and burning hand". Repair tech sated "cannot verify complaint - loose hardware on switches". Ro (B)(4). 1216677-2021-00162 wa4000 20 n20 conn 900509-4 e-complaint-(B)(4).